Manufacturer narrative:
The instrument was analyzed and found to have a dislodged input disk axis from the housing. The instrument housing was removed, and the retaining ring was found dislodged from its expected location. The retaining ring was found inside the housing. The dislodged retaining ring caused the input disk to be dislodged. An additional observation not reported by the site and unrelated to primary finding of dislodged input disk axis was that the instrument was found to have a frayed grip cable at the grip hub.

Event description:
It was reported that prior to sterilizing the instrument, one of the white wheels came out. The instrument was new and had not been used. There was no patient involvement.